Manufacturer narrative:
MFR received date: 06sep2019. Serial number (B)(4) added. There was no patient involvement. The customer replaced the gas delivery system (gds) and the issue was resolved the gds was returned for failure investigation (fi). A visual inspection revealed no signs of damage or contamination. Further testing of the gds system with the fi test data acquisition board and oxygen valve solenoid installed were performed and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/04/2019.

Event description:
It was reported that the unit had a flow sensor failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.